Event description:
The mikita microscope was temporarily backed from sterile field. Shortly after prior to closing it was found that there was a piece of plastic or glass. Upon examination off the sterile field, the piece of plastic had come off/cracked from the microscope drape. Upon examination it appeared the piece was still sterile was there is a gap between the lens drape and the actual lens of microscope on the inside. Blue ring of lens drape still intact and attached.